Event description:
Update received from health care provider indicates this valve was explanted after 61 days due to endocarditis from an unknown source. No adverse events reported post procedure.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) months, was explanted due to unknown reasons. The explanted device was replaced another bioprosthetic valve. Follow up for further event information is underway. Additional information will be reported if received.

Manufacturer narrative:
Report of bioprosthetic valve explant due to unknown reasons. The reported device was not returned to manufacturer. The reason for explant cannot be investigated. Edwards will continue to monitor all events. Additional information will be reported if received.